Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue, replaced tubing assy. Helium, .020 ID, top cover assy. With tape kit and o-ring, buna-n, 1-008 n70. The stm ran full performance check and passed. The iabp was return to clinical service.

Event description:
It was reported by customer at (B)(6) hospital that cardiosave intra-aortic balloon pump (iabp) has a leak and that plastic cover for laptop is broken. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by customer at (B)(6) hospital that cardiosave intra-aortic balloon pump (iabp) has a leak and that plastic cover for laptop is broken. There was no patient involvement, and no adverse event reported.